Manufacturer narrative:
(B)(4):the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. A specific cause of the alleged failure could no be identified, however, the directions for use (dfu) cautions the user that a potential event is bleeding, therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during an oesophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure a biopsy was taken from the stomach causing a mucousal bleed. Adrenaline was used to stop the bleed. The procedure was completed with another radial jaw 3 biopsy forceps. Additionally, the device was inspected prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during an oesophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure a biopsy was taken from the stomach causing a mucousal bleed. Adrenaline was used to stop the bleed. The procedure was completed with another radial jaw 3 biopsy forceps. Additionally, the device was inspected prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be fine.